Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when pt attempted to recharge their ins they would get shocked, when pt looked closer to the rtm they noticed the cord had small break on the wire shocking them. Pt did not know an event date since they had two major surgeries this year and they had been trying on and off for a while and about 4 days ago the pt tried to recharge the ins and got a shock, pt later then said they last got shock over a week ago when they last used the rtm. Pt noted for a while it was out of mind out of sight so they let it go, the issue also happened a while ago but pt was not sure if it was them. Pt noted they were not feeling well and their back was getting worse so they decided to charge their ins again and sometimes their controller would run down from 100% to 80% while recharging their ins for pt would watch the battery go down on the controller. Pt noted the rtm was not working right since they were getting a shock from the paddle. Pt noted one morning they had their controller battery at 100% and their implant battery was in the red but it would not go off of red. An email was sent to the repair department to replace the rtm. The ins was initially in the back but due to how little the pt was they got pain. Pt had talked to a doctor who said to put the ins in the stomach but it eventually went into the pts ribcage. If the pt moved the ins would get stuck in the ribcage making it difficult to make contact to charge. Pt noted when lose weight they get the ins in the ribcage, this had to do with the pts weight for they are 6 to 8 pounds down since implanted. Pt had lots of problems since the ins was put there and pt got to point earlier this year where they had other medical reasons so they put the medtronic device on the back burner but in the last few days pt was having experiencing really bad nerve damage pain, going down arms and legs on the left side.

Manufacturer narrative:
H3: product ID: 97755, serial#: (B)(6) was returned for product analysis. Analysis found the cable insulation was torn at the donut end. Also, that there was a recharger antenna failure and there was a low test reading of 23 when it should be higher than 30. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.